Event description:
The information provided by the local distributor indicates: products code: 177100 (proximal distal targeting) and 177120 (distal targeting arm) - MFR. Reports 9680825-2019-00019 and 9680825-2019-00020. Batch numbers: 63415 and 63410. Quantity: 1 each. Hospital name: (B)(6) hospital. Surgeon name: (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: ankle. Surgery description: correction. Patient information: male patient with diabetes. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "the silver button on the ahn jig was very stiff and prevented the jig being assembled correctly. The patient was awake during the surgery so timing was important. Because the silver button couldn't be fully pressed in, the mechanism was sticking out in the hole that was supposed to slide onto the larger part of the jig preventing it successfully slotting into place. Eventually, with some force the jig slotted into the right place and the surgery continued, however it could not be disassembled at the end of the operation". The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. The event led to a clinically relevant increase in the duration of the surgical. Procedure (delay of 20 minutes, patient was awake and had a limited time of 2 hour tourniquet, so it significantly ate into that time). An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available copies of the x-rays images are not available. Information about patient current health condition: stable. Note and comments: the patient was fine, there was no effect to the operation other than time, which did not lead to any clinical outcomes. Manufacturer reference number: (B)(4). Distributor reference number: (B)(4).

Manufacturer narrative:
Analysis of historical records: orthofix srl checked the internal records related to the controls made on the device code 177100 lot 63415 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. All of them have already been distributed to the market (MFR report 9680825-2019-00019). Orthofix srl checked the internal records related to the controls made on the device code 177120 lot 63410 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of 21 devices. All of them have already been distributed to the market (MFR report 9680825-2019-00020). Technical evaluation: the returned devices, received disassembled on (B)(6) 2019, were examined by orthofix srl quality engineering department. The devices were subjected to visual and functional check as per orthofix srl specification. The visual check did not evidence any anomalies. In particular: 1). The black dot on the device code 177100, used to facilitate the assembly with the code 177120, is still present and clearly visible. 2). The white dot on the device code 177120, used to facilitate the assembly with the code 177100, is still present and clearly visible. The pin of the button mechanism is still in good condition. The functional check did not evidence any anomalies. In particular: 1). It was verified the functionality of the button. No problem was found. 2). The two targeting arms were assembled and disassembled several times in order to replicate the problem reported. No problem was found. 3). Moreover, a functional check using the gauge sc3305 has been performed. The device code 177100 was assembled successfully with the gauge 177120 and vice-versa. The results of the technical evaluation evidenced that the returned devices are conforming to orthofix srl specifications and they could function as intended. The problem occurred could be related to debris or other residuals that locked the mechanism. These residuals were removed by the decontamination cycle performed after surgery (confirmed by the fact that orthofix srl received the devices disassembled). Medical evaluation: the information made available on the event together with the results of the technical evaluation were sent to our medical evaluator. Please find below an extract of the medical evaluations performed. "In this case a male patient with diabetes was having an ankle fusion. In this case there were major problem with assembling the instruments, and the ball that provides positive location at each jig position became jammed and difficult to depress. It was necessary to force the jig into the correct position and then things went as planned. It was impossible to disassemble the instruments after the operation was finished. The patient came to no harm and the operation was completed as planned. The patient's leg was put in a tourniquet for the operation, which had a limited time span of 2 hours. This removes blood from the limb, which makes it simpler to define the anatomy and make the fusion in the ideal position. I quite understand the concern expressed in the report that the 20 minute delay was beginning to intrude into the maximum tourniquet time and was not acceptable. When tested after return the two components functioned perfectly and without any sticking of the button code 351350. So, either there was a foreign body of some sort causing a block to the movement of the button, or the product was being used incorrectly. Perhaps whatever was causing the problem was cleared when the product was cleaned after use". Final comments: the results of the technical evaluation evidenced that the returned devices are conforming to orthofix srl specifications and they could function as intended. The problem occurred could be related to debris or other residuals that locked the mechanism. These residuals were removed by the decontamination cycle performed after surgery (confirmed by the fact that orthofix srl received the devices disassembled). The medical evaluation evidenced as follows: "in this case a male patient with diabetes was having an ankle fusion. In this case there were major problem with assembling the instruments, and the ball that provides positive location at each jig position became jammed and difficult to depress. It was necessary to force the jig into the correct position and then things went as planned. It was impossible to disassemble the instruments after the operation was finished. The patient came to no harm and the operation was completed as planned. The patient's leg was put in a tourniquet for the operation, which had a limited time span of 2 hours. This removes blood from the limb, which makes it simpler to define the anatomy and make the fusion in the ideal position. I quite understand the concern expressed in the report that the 20 minute delay was beginning to intrude into the maximum tourniquet time and was not acceptable. When tested after return the two components functioned perfectly and without any sticking of the button code 351350. So, either there was a foreign body of some sort causing a block to the movement of the button, or the product was being used incorrectly. Perhaps whatever was causing the problem was cleared when the product was cleaned after use". Based on the results of the technical evaluation, which confirmed the devices conformity, and on the evidences deriving from the medical evaluation, orthofix srl can conclude that the problem that occurred is not device related. Orthofix srl continues monitoring the devices on the market. - attachment: [(B)(4)_FDA medwatch cover letter_follow up 1.pdf].

Manufacturer narrative:
Analysis of historical records: orthofix (B)(4) checked the internal records related to the controls made on the device code 177100 lot 63415 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. All of them have already been distributed to the market. Orthofix (B)(4) checked the internal records related to the controls made on the device code 177120 lot 63410 before the market release. No anomalies have been found. The original lot, manufactured in 2016, was comprised of (B)(4) devices. All of them have already been distributed to the market. Technical evaluation: the technical evaluation of the devices involved, received on march 6, 2019 is currently on going. Medical evaluation: the information made available on the case was sent to our medical evaluator. A preliminary medical evaluation was performed and will be finalized once the results of the investigation will be available. As soon as the results of the investigation are available, orthofix (B)(4) will provide you with a follow up report. Orthofix (B)(4) continues monitoring the devices on the market. (B)(4).

Event description:
The information provided by the local distributor indicates: products code: 177100 (proximal distal targeting) and 177120 (distal targeting arm) - this report # and 9680825-2019-00020. Batch numbers: 63415 and 63410. Quantity: 1 each. Hospital name: (B)(6) general hospital. Surgeon name: mr (B)(6). Date of initial surgery: (B)(6) 2019. Body part to which device was applied: ankle. Surgery description: correction. Patient information: male patient with diabetes. Problem observed during: clinical use on patient/intraoperative. Type of problem: device functional problem. Event description: "the silver button on the ahn jig was very stiff and prevented the jig being assembled correctly. The patient was awake during the surgery so timing was important. Because the silver button couldn't be fully pressed in, the mechanism was sticking out in the hole that was supposed to slide onto the larger part of the jig preventing it successfully slotting into place. Eventually, with some force the jig slotted into the right place and the surgery continued; however, it could not be disassembled at the end of the operation". The complaint report form also indicates: the device failure did not have any adverse effects on patient. The initial surgery was completed with the device. The event led to a clinically relevant increase in the duration of the surgical procedure (delay of 20 minutes, patient was awake and had a limited time of 2 hour tourniquet, so it significantly ate into that time). An additional surgery was not required. A medical intervention (outpatient clinic) was not required. Copies of the operative reports are not available. Copies of the x-rays images are not available. Information about patient current health condition: stable. (B)(4).